Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of did not wear a mask, vomit, and bacterial peritonitis with culture positive for escherichia coli (e. Coli) in a patient (B)(6) coincident with dianeal, unknown ultrabag therapy. On (B)(6) 2009, the patient began receiving dianeal, unknown, ultrabag (dose and frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On unspecified dates, the events of patient did not wear a mask and vomit were noted. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and vomit that led to hospitalization on (B)(6) 2011. The patient was treated with unspecified antibiotics for the bacterial peritonitis. By the time of reporting, the event of bacterial peritonitis was resolving. The outcome of the events of did not wear a mask and vomit were not reported. Dianeal, unknown ultrabag was continued with dose unspecified. Concomitant medications were not reported. The event of bacterial peritonitis culture positive for e. Coli was assessed as not related to dianeal ultrabag therapy. The reporter further commented that the event of the patient did not wear a mask caused the bacterial peritonitis . A causality assessment was not provided for the events of did not wear a mask and vomit in relation with dianeal ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of this incident was determined to be use error-break in aseptic technique.